Manufacturer narrative:
This is a final report. Customer service provided the requested training. No further investigation will be undertaken as complaint did not involve a product problem.

Event description:
Customer's wife called customer service to request training in how to perform a finger stick test. She additionally reported that "around two months" prior to calling customer service on (B)(6) 2010 customer began to experience diaphoresis and weakness because he did not know how to use his precision xtra blood glucose meter, the first time he attempted to use it. She further reported paramedics were called, administered glucose via an intravenous infusion and transported the customer to a local healthcare facility. At the healthcare facility the customer did not receive a diagnosis or any additional treatment. There was no report of death or permanent injury associated with this event.